Manufacturer narrative:
(B)(4). Title: surgical outcomes according to the type of monopolar electrocautery device used in laparoscopic surgery for right colon cancer: a comparison of endo-hook versus endo-shears date: received: 23 january 2019 / accepted: 18 may 2019 source: jeehye lee1 · jung rae cho1 · min hyun kim1 · heung-kwon oh1 · duck-woo kim1 · sung-bum kang1. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between march 2009 and march 2017, a total of 358 patients underwent monopolar endo-hook and endo-shears during laparoscopic right hemicolectomy for right colon cancer. Two patients in the endo-shears group experienced bowel obstruction, including adhesion and anastomotic stricture, requiring re-operation.